Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 167-168 mg/dl. Reportedly, the customer changed supplies to resolve the issue and resumed insulin therapy.